Manufacturer narrative:
(B)(4). Blade will not advance. Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent a laparoscopic myomectomy of a large fibroid on (B)(6) 2010. During the procedure, the blade did not advance half-way through morcellation of the fibroid. The trigger was done using the handpiece not the footswitch. The procedure was completed using another morcellation device with no adverse pt consequences.